Event description:
This lead was explanted and replaced due to high shock impedances. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 53cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found in the lead body. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis demonstrated 49cm proximal to the lead tip that the insulation was found abraded through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high lead shock impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Diagnostic images clarifying this assumption were not available. Further analysis revealed that the lead body was covered in fibriotic ingrowth between 31cm and 36cm proximal to the lead tip, which had impact on the maneuverability of the lead and led to excessive mechanical stress. Damages such as a deformed rv shock coil and a ruptured conductor cable leading to the distal ring electrode, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.